Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited diagnostic issue. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.